Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed burning blisters from the ucor hfams patch. The patient reported that the area became infected. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the device due to the skin irritation. Patient reported that the area is now healing.